Manufacturer narrative:
The reported event was duplicated. It was confirmed the device was not producing enough air pressure. Per visual inspection, the hose was found to be leaking air because it had separated from its damaged fitting. The presence of a damaged exhaust ferrule component is likely to cause or contribute to the reported event of low air pressure. The device was not repaired but returned to the customer

Event description:
It was reported that there was an air leak at the bottom of the op 80 input hose near the foot pedal during a procedure. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that there was an air leak at the bottom of the op 80 input hose near the foot pedal during a procedure. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.